Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity, multi gravida, parity 2 ((B)(6)) and hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2007 for contraception as well as aliskiren fumarate (tekturna), amlodipine (norvasc), anovlar (loestrin), aripiprazole (abilify), celecoxib (celebrex), clonazepam (klonopin), duloxetine hydrochloride (cymbalta), levonorgestrel (norplant), lisinopril, nuvaring, prinzide (zestoretic), solifenacin succinate (vesicare), venlafaxine (effexor), verapamil hydrochloride (verpamil) and vicodin. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2008, 1 year after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), vaginal infection ("infection vaginal") and dysmenorrhoea ("dysmenorrhea (cramping"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced depression ("depression"), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2010.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, pregnancy with contraceptive device, headache, nausea, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain upper outcome was unknown, the depression and anxiety had not resolved, the vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea had resolved and the cystitis, urinary tract infection and vaginal infection was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain upper, alopecia, anxiety, cystitis, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008. Most recent follow-up information incorporated above includes: on 02-apr-2018: pfs and medical record received: case medically confirmed. Reporter information, patient details, other relevant history, product information, concomitant drugs, lab data, hormonal changes describe: mood swings, abnormal bleeding (vaginal), menorrhagia, infection bladder, infection urinary, infection vaginal, pregnancy, device ineffective, anxiety, migraines, headaches, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, hair loss, stomach pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 44-year-old female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity, multi gravida, parity 2 (((B)(6) 1998,(B)(6) 1995)) and hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2007 for contraception as well as aliskiren fumarate (tekturna), amlodipine (norvasc), anovlar (loestrin), aripiprazole (abilify), celecoxib (celebrex), clonazepam (klonopin), duloxetine hydrochloride (cymbalta), levonorgestrel (norplant), lisinopril, nuvaring, prinzide (zestoretic), solifenacin succinate (vesicare), venlafaxine (effexor), verapamil hydrochloride (verpamil) and vicodin. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), depression ("psychological condition: depression"), mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2008, 1 year after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), vaginal infection ("infection vaginal") and dysmenorrhoea ("dysmenorrhea (cramping"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), anxiety ("anxiety") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with metronidazole, nitrofurantoin (macrobid), co-trimoxazole (bactrim) and surgery (surgery to remove the essure implant on (B)(6) 2010.hysterectomy(partial)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, pregnancy with contraceptive device, headache, nausea, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain upper outcome was unknown, the depression and anxiety had not resolved, the vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea had resolved and the cystitis, urinary tract infection and vaginal infection was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain upper, alopecia, anxiety, cystitis, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received.reporter information was added. Lot no added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 44-year-old female patient who had essure (ess205) (batch no. 581710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity, multi gravida, parity 2 ((B)(6) 1998,(B)(6) 1995)) and hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2007 for contraception as well as aliskiren fumarate (tekturna), amlodipine (norvasc), anovlar (loestrin), aripiprazole (abilify), celecoxib (celebrex), clonazepam (klonopin), duloxetine hydrochloride (cymbalta), levonorgestrel (norplant), lisinopril, nuvaring, prinzide (zestoretic), solifenacin succinate (vesicare), venlafaxine (effexor), verapamil hydrochloride (verpamil) and vicodin. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), depression ("psychological condition: depression"), mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2008, 1 year after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), vaginal infection ("infection vaginal") and dysmenorrhoea ("dysmenorrhea (cramping"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), anxiety ("anxiety") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with metronidazole, nitrofurantoin (macrobid), co-trimoxazole (bactrim) and surgery (surgery to remove the essure implant on (B)(6) 2010.hysterectomy(partial)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, pregnancy with contraceptive device, headache, nausea, vaginal discharge, fatigue, weight increased, alopecia and abdominal pain upper outcome was unknown, the depression and anxiety had not resolved, the vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea had resolved and the cystitis, urinary tract infection and vaginal infection was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain upper, alopecia, anxiety, cystitis, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2010.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and depression outcome was unknown. The reporter considered depression and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.